Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated a supply bag fell off the table and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 5. The hp stated a supply bag fell off the table and disconnected. The technical service representative (tsr) instructed the hp to close all clamps and transfer set, and to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to report incident to the peritoneal dialysis nurse the following morning. The hp confirmed to finish therapy manually. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.